Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 168mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No add'l info was provided.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump also had a severly scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and scratches around the casing.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.